Manufacturer narrative:
Due to the automated mes (manufacturing execution system) system there are controls in the manufacturing process to ensure the product met specifications upon release. During a visual inspection, the distal tip of the guidewire was noted to be fractured at 6cm and extensively stretched. Afunctional test was unable to be performed due to the damage to the guidewire. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported events were confirmed during analysis. The device failed to meet specifications when received for complaint investigation, based on the damage noted. It was reported that used the guidewire to bring the microcatheter to pass the stenosis location and when super selecting the vessel the operator rotated the guidewire for several times and tip of it was stretched and deformed. Took it out of patient's body and slightly dragged the tip on the table and the guidewire was then separated. Additional information provided by the customer states that continuous flush was set up and maintained throughout the clinical procedure and the patients anatomy was severely tortuous. The device was returned and it was found that the guidewire tip was fractured and extensively stretched. It is probable that the patients tortuous anatomy caused the initial difficulty when attempting to rotate the guidewire causing it to fracture, it is probable that the guidewire was then stretched further during the removal of the device from the patient. An assignable cause of procedural factors will be assigned to the reported 'guidewire distal tip stretched' and 'guidewire distal tip damaged' and to the analyzed 'guidewire distal tip broken/fractured during use' and 'guidewire distal tip stretched', as the issue is associated with a product that meets stryker design and manufacture specifications and was used in according with the dfu but due to procedural and/or anatomical factors during use, the product performance was limited.

Event description:
The guidewire (subject device) was returned for analysis, and it was found that the distal tip was fractured at 6 cm during use. The subject device was replaced, and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.